Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated the reported pain and popping is a common occurrence with a patient with it band syndrome and arthrofibrosis. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
A debridement treatment was reported due to pain and arthrofibrosis.